Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the y connector of a prismaflex m100 set during continuous renal replacement therapy. Additionally noted was that the "luer lock was damaged". The y connector was used to connect the set to the extracorporeal membrane oxygenation circuit. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.